Event description:
It was reported in a publication, that the patient underwent an unspecified spinal fusion surgery in the cervical spine where rhbmp- 2/acs was implanted. The patient reported it felt better for about 6 months but then the pain and numbness increased, and when he turned his neck, the patient would hear popping and snapping. The patient's breathing became difficult to the point where it required hospitalization. The patient was said to have an airway obstruction where a tracheostomy would need to be performed or be put on a ventilator. The patient was reportedly put on a ventilator and is considered disabled. No further information was provided.

Manufacturer narrative:
Article citation: mundy, jane. "Medtronic infuse bone graft: off-label use leads to medtronic lawsuit." 14 january 2014. 27 january 2014. <(>< <)>http://www.lawyersandsettlements.com/articles/medtronic-infuse-bone-graft/interview-medtronic-lawsuit-bone-graft-11-19424.html>. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.